Manufacturer narrative:
Customer reports false positive result was obtained when performing run with lumiradx sars-cov-2 rna star complete (eua) kit, 384. Customer noted, that results were expected to be negative. Customer did not indicate number of erroneous results in run. Customer provided run data to field applications team to review and investigate. Investigation determined that erroneous result was caused by presence of covid artifact in sample. Customer repeated run and expected negative results were obtained. Field applications team communicated best practices to customer. No further issues encountered. Patient status was not reported. No patient harm, injury or adverse health.consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer reported, false positive result(s) from one run.